Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 8 years, 7 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to critical aortic valve stenosis and +1 aortic valve insufficiency. According to the op report, this patient has a history of bicuspid aortic valve syndrome. Recent echocardiograms demonstrated worsening of his prosthetic valve stenosis. Upon removal of the old valve, the ascending aorta revealed 34mm size with positive dissection. The sinotubular junction revealed 36mm size. The aortic valve annulus revealed 24mm size. The device was replaced with another edwards bioprosthetic valve. Post-op tee showed zero aortic insufficiency. There were no technical difficulties reported during this surgery.

Manufacturer narrative:
Eval code = device not returned. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth) and insufficiency. Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.